Manufacturer narrative:
Pr (B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
It was reported the applicator burst open and the glass fell out. The vial is bursting and glass is going everywhere and all over the floor.

Event description:
It was reported the applicator burst open and the glass fell out. The vial is bursting and glass is going everywhere and all over the floor.

Manufacturer narrative:
No samples or photos were available for evaluation. Unfortunately, as a result, bd was unable to verify the reported issue. The product was assembled and packaged by the manufacturing equipment 26 ml #6. The failure mode root cause was attributed to the equipment station for the end cap placement unto the applicator body. Corrective action was initiated which outlines a more detailed investigation of the root cause and preventive/corrective actions for the end cap fell apart failure mode. A situational analysis associated with this issue was also opened for an in-depth root cause analysis of the situation and preventive/corrective action plan associated with the product issue of end cap fell apart. Production record review was completed with batch/lot 0328213 and no non-conformances were noted during the manufacturing of this lot. This failure mode will continue to be tracked and trended. H3 other text : see narrative below.